Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to ask for a different type of vest and to let the skin air out periodically. Patient also applied (B)(6) cream to the area. Follow up indicated that the skin irritation has improved.